Event description:
A customer reported that the cutter could not cut at high speed during a procedure. They changed to a new pak to resolve the issue. There was no harm to the patient.

Manufacturer narrative:
The customer returned one 25+ probe for a complaint on ¿vit cutter cannot cut in high speed.¿ the sample was visually inspected and found to be nonconforming because the cutter was in the closed position and surgical debris on the portface. The sample was functionally tested and found to be nonconforming for actuation (cutter remained in the closed position). The probe was disassembled and the components inspected. There was no inner cutter movement prior to disassembly. The cutting edge of the inner cutter exhibited nicks, gouges, and significant wear marks. The root cause was attributed to a damaged inner cutter. There is evidence that the probe had been used; nicks, gouges, and wear marks on the cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, poor cutter movement) would have been detected during assembly and testing and subsequently removed from the lot. (B)(4).